Manufacturer narrative:
The product is available for eval and testing. However, the product has not been returned as of to date. Add'l info will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci), the cypher select plus 2.25 x 33 mm stent dislodged inside the (unk) guiding catheter and eventually migrated to the popliteal artery. The stent was retrieved. The procedure was completed successfully using another stent. There was no reported pt injury. Add'l info has been requested, but is not available at this time.